Manufacturer narrative:
Device eval by MFR: the returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent is partially deployed 6mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The lock and pull rack are still in the manufacture position. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 06may2021. It was reported that a 6x120x130 eluvia self-expanding stent was opened in error. There was no patient harm. However, returned device analysis revealed that the stent inadvertently deployed partially.